Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred above the min drain volume threshold.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6)2012. During night drain cycle four, the patient's ultrafiltration reading was 1647ml. This indicates that the home patient (hp) drained 1647ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available at this time.